Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8333521, medical device expiration date: 2019-08-31, device manufacture date: 2018-11-29. Medical device lot #: 8144655, medical device expiration date: 2019-02-28, device manufacture date: 2018-05-24. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect cap color with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that cap color error occurred with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter: "on (B)(6), head of phlebotomy department called & complained about one sodium citrate tube with different light green cap color. It was spotted on the pack before usage, picture taken and sample was kept & he informed us to investigate. Same incident happened in (B)(6) 2019, but he didn't raise a complaint since it was the first time they saw such a defect, the sodium citrate defected tube cap color was brown & it was spotted on the pack before usage and they discarded it & just took a picture. But since the incident reoccurred he kept the tube this time and informed us. On 6th of may, visiting the site, and checking in the phlebotomy rooms, 12 packs are left from the same lot, no defect & checking the lab main store around 18 cases left with the same lot, opened ones were checked and it has no defect. Store in charge, stated that sometimes he send the whole case unopened to the end users, and sometimes he open ans send by pack as per quantity requested but he hadn't seen nor been informed with any similar incident for the same lot from the different end users (wards,etc..)."